Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr), restricted septal leaflet and enlarged atrium for a triclip procedure. During the procedure, triclip steerable guide catheter (tsgc) and the triclip delivery system (tcds) were introduced into the patient. Septal and posterior leaflets were grasped simultaneously. Physician was not satisfied with the grasping, so it was repositioned. Due to suboptimal visualization of the clip, it was not possible to ensure adequate leaflet grasping. It was decided to deploy the clip. Post deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal eaflet. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.